Manufacturer narrative:
Per data log analysis, it shows the system was powered up on 15-jan-2019 and had power manager with a module installed. The next time the system is powered up is on 5-feb-2019. Now the system has a different power manager installed. The charger is in bulk charge and battery capacity is zero. The battery capacity continues to charge until capacity is 15/16 (full). When the system was powered up on the system date of 5-feb-2019 battery capacity was zero. This would be expected if the power manager was replaced which appears to be the case. There is no definite indication of a problem in the log.

Manufacturer narrative:
Per field service representative (fsr), the log showed the unit had not been powered since (B)(6) 2019. The batteries were charged overnight. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during field service installation of the device, the batteries were less than 1.0000 amp hours (ah). There was no patient involvement.

Manufacturer narrative:
Please disregard the previously submitted medwatch forms. After the field service representative (fsr) allowed the batteries to charge, the unit operated as intended, therefore, a complaint was not needed.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.